Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of around 100 mg/dl at the time of the incident. The customer was at 274 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering when using the bolus wizard. Troubleshooting was completed but did not resolve the issue. The customer was preparing for a colonoscopy before the low incident. The insulin pump will be returned for analysis.